Event description:
Patient was undergoing an endometrial ablation with a dr, thermachoice catheter was to be used. First catheter would not hold pressure, second was utilized, and it would not hold pressure. Company representative was present and brought in her own generator, the catheters still would not hold pressure. Novasure equipment was then utilized without difficulty. Both thermachoice catheters had the same lot number, therefore, the remaining unopened catheters were pulled and the defective catheters given to the company representative.